Event description:
The customer reported that the jaws of the device could not be re-opened while working on tissue described as fatty. The device was cut off of tissue using another instrument. The surgeon opened another instrument to continue the procedure. There was no patient injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.